Manufacturer narrative:
Device was used for treatment, not diagnosis. Zhang, j., et al. (2015). External fixation using femoral less invasive stabilization system (liss) plate in tibial proximal metaphyseal fracture. Clinics in orthopedic surgery 2015;7:8-14. This report is for unknown liss plates, unknown quantity, unknown lot. (B)(4) revision and screw effusion. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article, zhang, j., et al. (2015). External fixation using femoral less invasive stabilization system (liss) plate in tibial proximal metaphyseal fracture. Clinics in orthopedic surgery 2015;7:8-14. Between july 2011 and september 2012, 35 patients with an isolated tibial proximal metaphyseal fracture underwent external fixation at an institute. There were 26 men and 9 women with a mean age of 42 years (range, 21 to 62 years). The femoral liss plates were provided by many companies, such as synthes ((B)(4)), smith & nephew ((B)(4)), depuy ((B)(4)), zimmer ((B)(4)), and kanghui ((B)(4)). This is report 1 of 1 for (B)(4). This report is for unknown liss plate and refers to the following complications: in two patients, effusion from one or two screw sites was observed. One effusion was under control with one week of daily cleaning with betadine. The other effusion persisted and the screws involved in the effusion were removed.